Event description:
It was reported that "cup was loose. We explanted the shell, liner and femoral head. Replaced with zimmer shell and liner a stryker 36mm x +10mm pca femoral head."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.